Manufacturer narrative:
As reported, a 6f¿12f mynx control venous vascular closure device (vcd) did not reportedly malfunction. The device was deployed to the femoral artery through a 10f sheath. Superficial oozing started on the quadricep muscle (not at the deployment site) about 30 minutes post procedure and lasted about 45 minutes. The patient was taken back to the operating room for a figure of 8 suture. The patient had been taking many blood thinners and was on eliquis. The patient was restless as well and moved a lot. Additional information was requested but not provided. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. Access site hemorrhages are a common post-procedural complication and are listed in the product¿s instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, the proper placement of the vcd sealant, and the patient's compliance to decrease mobility of limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, medications, blood transfusion, or even surgical intervention. Based on the information available for review, patient factors likely contributed to the bleeding event experienced as the oozing began in an area that was not the deployment site and the patient was reportedly restless/moved a lot. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the mynx control venous IFU, during device removal, ¿while maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ based on the information available for review, there is no indication to suggest that the reported event is related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f¿12f mynx control venous vascular closure device (vcd) did not reportedly malfunction. The device was deployed to the femoral artery through a 10f sheath. Superficial oozing started on the quadricep muscle (not at the deployment site) about 30 minutes post procedure and lasted about 45 minutes. The patient was taken back to the operating room for a figure of 8 suture. The patient had been taking many blood thinners and was on eliquis. The patient was restless as well and moved a lot. The device is not being returned for evaluation.